Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The reported issue was confirmed by duplication during pal troubleshooting. Performed short simulated therapy test and encountered low volume and the volume would not adjust any louder and completed the therapy test with no other problems encountered. A service history review revealed no previous service events were related to the reported condition. The assignable cause for the reported issue was determined to be caused by malfunctioning digital printed circuit board (pcb)/ accomp digital pcb cable assembly. The device was sent to service with instructions to scrap the digital pcb/ accomp pcb cable assembly.

Event description:
The customer contacted baxter's technical service center to report problems with the volume on a homechoice (hc) machine during use. The home patient (hp) stated she could barely hear the alarm and the volume would not adjust any louder. The technical service representative (tsr) initiated a swap of the machine. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the hc was operational. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.